Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a type 1 perforation occurred. The target lesion was severely calcified, 80% stenotic and 15mm in length. It was located in the circumflex artery which had a reference vessel diameter of 3.0mm. The physician used a 6f introducer sheath, voda left guide catheter and a terumo runthrough guide wire from a femoral approach to access the lesion. The terumo guide wire was then exchanged for a csi coronary viperwire guide wire, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the guide wire. The physician successfully completed one run at low speed for 30 seconds. When he turned on the oad for the second run, the crown appeared to jump distally through the lesion. The patient's vitals began to decline, so he removed the oad and discovered a minor perforation. The physician resolved the perforation by deploying a covered stent and aborted further intervention. Additional requests for further information have been made, but none have been received.